Event description:
A report was received that a patient's leads and extensions were explanted due to erosion. The physician believes the cause of the lead erosion was from the patient's weight loss (not device related). The patient was prescribed oral antibiotics as a precaution. The patient is reportedly doing well following the procedure.